Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited the hospital on (B)(6) 2020 due to diabetic ketoacidosis with an unknown high blood glucose level. The customer had been using the insulin pump system within 48 hours of high blood glucose level. The customer experienced symptoms of nausea, vomiting, abdominal pain and diarrhea. The customer was treated with manual injections. The insulin pump was on auto mode at the time of the incident. The customer declined troubleshooting for high blood glucose level and just wanted another transmitter. The insulin pump will not be returned for analysis.